Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had buttons stick. Customer¿s current blood glucose was unknown. Customer stated that insulin pump was slow to rewind and has to change battery frequently within 2 to 3 weeks. Insulin pump will not be returned for analysis.